Event description:
The recipient is reportedly experiencing sound quality issues and poor performance with use of the device. The recipient was recommend to discontinue the device for one month for reactivation. External equipment was exchanged; however, the issue was not resolved. Revision is under consideration.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.